Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Review of transmissions revealed that the right ventricular lead exhibited oversensing of noise which was interpreted as ventricular fibrillation episodes. It was noted that the patient had received inappropriate high voltage therapy due to the noise. The device was programmed off. Patient was stable.